Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to deliver an unspecified volume of tpn via a gemstar pump. The tubing set was primed by the homecare pharmacy and delivered to the patient's home for administration. The male adapter of the tubing set was connected to the patient's access site and the tpn delivery was initiated. After an unspecified length of time in use, it was reported that the patient contacted the homecare pharmacy and reported an unspecified volume of "bubbles of air" in the tubing distal to the filter. The homecare pharmacy talked the patient through the steps of disconnecting the tubing set from the access site and removing the air from the tubing set. No air was delivered to the patient. The homecare patient reconnected the male adapter of the tubing set to the access site and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).